Event description:
The advocate stated that the customer was disoriented, so she tested her blood glucose. The customer's contour read 60 mg/dl. Paramedics were called and they retested the customer's glucose within 10 minutes. The paramedic's meter read 28 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The advocate did not mention treatment, but most likely the customer was treated with glucose. The advocate did not have any products with her at the time of the call, so troubleshooting was not possible. The product will be returned at this time.